Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication cannot be determined although it may be related with potential use error (of a damaged/defective instrument that resulted in further tissue damage). Also, the customer reported failure mode cannot be determined. Isi has not received the instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the reloads and instrument are returned (post failure analysis evaluation) or if additional information is received. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass procedure, the patient had 3 small bowel injuries requiring repair with sutures. At the end of the procedure a wire was found to be coming out of the jaw joint of the cadiere forceps instrument. The causes of the patient¿s intra-operative complication and customer reported failure mode are unknown.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, the patient was found to have 3 unspecified small bowel injuries that required repair with sutures. At the end of the procedure a wire was seen coming out of the jaw joint of the cadiere forceps instrument. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 22-sep-2022, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the cadiere forceps instrument: the instrument was found to have a frayed grip cable at the distal end, which stuck out at the wrist. The root cause is attributed to a component failure.